Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 44 mg/dl, which was addressed by consuming carbohydrates. Reportedly, the suspected cause of bg was that the customer set a temporary basal rate (temp rate) to better control bg. Additionally, a system check was performed and the occlusion was found to be within the cartridge. The cartridge was changed to address the issue and insulin delivery was resumed.